Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a blood transfusion still half full two (2) hours into the infusion. Clinician attempted to troubleshoot without success. A new pump was needed to finish the infusion. This customer uses set 2477-0007 which has 2 bag spikes. Customer stated the saline line was clamped and the infusion was still running behind schedule. There was patient involvement and no harm.

Manufacturer narrative:
Correction: date of event, concomitant med prod data. Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an under infusion of blood transfusion was not determined because no products or device logs were returned.

Event description:
It was reported that a blood transfusion still half full two (2) hours into the infusion. Clinician attempted to troubleshoot without success. A new pump was needed to finish the infusion. This customer uses set 2477-0007 which has 2 bag spikes. Customer stated the saline line was clamped and the infusion was still running behind schedule. There was patient involvement and no harm.